Event description:
Cook became aware of a clinical literature abstract involving cook hemospray endoscopic hemostat. Please see below for the relevant information. Two patients (1.3%) experienced perforation with hemospray application. No information on intervention was published. "Efficacy of hemospray and endoclot in the treatment of gastrointestinal bleeding: results from a tertiary referral center." Francesco vitali, andreas nägel, jürgen siebler, markus neurath, timo rath* 2018.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The IFU includes the following information related to the occurrence of perforation: [hemospray is] "also contraindicated in patients who have gastrointestinal fistulas, are suspected of having a gastrointestinal perforation, or are at high risk of gastrointestinal perforation during endoscopic treatment." The IFU indicates the following potential complications: "those associated with gastrointestinal endoscopy include, but are not limited to: perforation." Prior to distribution, all hemospray endoscopic hemostat devices are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.